Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It was reported that the ventilator when using high flow therapy (hft) the desired value was not achievable. Reportedly, the ventilator tries to reach the value, but after a few seconds the value is reduced drastically. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and was advised to check the diameter of the tubing used and avoid as much as possible obstructions in the nasal canals.

Manufacturer narrative:
Information was received that the issue occurred during use, no harm reported. Although requested no further information provided. The customer troubleshot with technical support and could not duplicate the reported issue. The customer was advised to check the tubing diameter and avoid obstructions on the nasal passage. The unit is back in service. No further information provided.